Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Pairing with (B)(4) bluetooth device: passed. The share log was not reviewed because there is no data in the cloud. Confirmation of the allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.